Manufacturer narrative:
Another possible root cause relates to insufficient maintenance of the analyzer.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys tsh assay (tsh) on a cobas 8000 e 602 module (e602). The erroneous initial result was reported outside of the laboratory to the patient. The sample was repeated and the repeat result was believed to be correct. The secondary tube of the sample initially resulted as 0.042 uiu/ml on (B)(6) 2017. The sample was repeated in a sample cup on the same analyzer on (B)(6) 2017, resulting as 3.37 uiu/ml. The patient was not adversely affected. The tsh reagent lot number was 245088, with an expiration date of january 2018. A calibration performed on (B)(6) 2017 had calibrator level 1 signals that were higher than expected and had calibrator level 2 signals that were borderline when compared to expected ranges. Quality controls tested on (B)(6) 2017 were within specified ranges. Based on the provided data, the most possible root cause is related to pre-analytic sample handling.